Manufacturer narrative:
The meter and strips were requested for investigation. Replacement product was sent. The meter and two test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 3.0 inr. Qc 2: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The alleged meter results were not found within the meter's memory: on (B)(6) 2021, the patient's meter result was 2.7 inr. On (B)(6) 2021, the patient's meter result was 3.5 inr. On (B)(6) 2021, the patient's meter result was 4.6 inr. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable inr results for one patient tested on a coaguchek xs meter serial number (B)(4) and an unknown laboratory methodology. For meter testing, a different finger was used for each test. The nurse wiped away the first drop of blood and used the second drop of blood for testing. Also, there was "some squeezing of the finger" during sample collection. At 12:38, the patient's meter result was 1.1 inr. At 12:59, the patient's meter result was 2.5 inr. "Within a couple of hours," the patient's laboratory result was 2.0 inr. The patient's physician dosed the patient based on the laboratory result. The patient's therapeutic range was 2.5-3.5 inr. The patient's testing frequency is twice a week.